Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report of potential claim received from (B)(6). Revision date confirmed. Revision as a result of significantly raised metal ion levels.

Manufacturer narrative:
Report of potential claim received from kennedys. Revision date confirmed. Revision as a result of significantly raised metal ion levels. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.